Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 1.6 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. The lot number is not available, therefore the manufacturing record evaluation could not be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2022, the mentor failure analysis lab determined that the condition of the two devices received were indicative of deflation events. However, the devices received were related to only one reported event. The reported event was a capsular contracture and deflation of one of the breasts. This event was reported under 1645337-2020-11775. This report relates to the second device in which failure analysis has determined there may have been a second deflation event.

Event description:
On (B)(6) 2022, the mentor failure analysis lab determined that the condition of the two devices received were indicative of deflation events. However, the devices received were related to only one reported event. The reported event was a capsular contracture and deflation of one of the breasts. This event was reported under 1645337-2020-11775. This report relates to the second device in which failure analysis has determined there may have been a second deflation event.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 1.6 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. The lot number is not available, therefore the manufacturing record evaluation could not be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 9, 2022, device was re-evaluated and summary was updated as follows: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline implant 325cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 1.6 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).